Event description:
It was reported that: "provider utilized ultrasound to place arterial catheter in patient, confirmed via ultrasound she was in the patients artery, arterial catheter did not provide blood return and the black slider would not advance wire. Patients artery per provider was not tortuous. Provider attempted another stick with another arterial catheter and had same issue. Provider ended up placing a different arterial catheter further up the patients arm which resulted in a successful procedure." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "provider utilized ultrasound to place arterial catheter in patient, confirmed via ultrasound she was in the patients artery, arterial catheter did not provide blood return and the black slider would not advance wire. Patients artery per provider was not tortuous. Provider attempted another stick with another arterial catheter and had same issue. Provider ended up placing a different arterial catheter further up the patients arm which resulted in a successful procedure." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. The guide wire was deployed through the needle cannula. Large amounts of biological material were observed on the catheterization device. Visual analysis revealed one kink on the guide wire towards the exposed distal end. Clarification was requested of the customer regarding the kink observed. They confirmed that they observed no kinks or bends in the guide wire prior to insertion. However, the device may become kinked during insertion. Therefore, the guide wire kink was addressed as part of this complaint investigation. The guide wire kink measured 18mm from the distal tip. The outer diameter (od) of the guide wire measured 0.440mm which is within the specification limits. The inner diameter (ID) of the needle cannula measured 0.020" which is within the specification limits. The device was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was attempted to be removed from the needle cannula and was able to be partially withdrawn. In attempt to completely remove the guide wire from the needle, the guide wire inadvertently became unraveled. After the guide wire was partially withdrawn, a lab inventory guide wire was advanced through the needle tip. Up until meeting the lodged guide wire, the lab inventory guide wire met little to no resistance in the needle. The guide wire and needle cannula product drawings were reviewed as part of this complaint investigation. The IFU provided with this kit informs the user, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The IFU also states, "precaution: do not advance guidewire unless there is free blood flashback in needle hub." The customer report of resistance between the guide wire and needle guide wire was confirmed through investigation of the returned sample. The guide wire was returned fully deployed in the needle and could not be entirely removed from the needle. Large amounts of biological material were additionally observed within the guide wire tubing, guide wire hub, and on the guide wire body, which likely contributed to the resistance experience during functional testing. However, it cannot be confirmed if resistance was met during initial deployment of the guidewire during use. The sample passed all relevant dimensional requirements. Based on the condition of the returned sample, the probable root cause cannot be determined as it cannot be confirmed if resistance was met during initial deployment of the guidewire during use. Teleflex will continue to monitor and trend on reports of this nature.